Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as the charging disc would not connect to the ipg. Attempted to use charging stickers and tightened belt but not successful. The patient underwent a revision procedure wherein the battery was moved and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year.